Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿UDI: (B)(4). Lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Initial reporter: reporting facility phone number is (B)(6).. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that during posterior cervical fusion revision surgery on (B)(6) 2016, the locking screwdriver head chipped while unscrewing the unknown locking screws. All generated fragments were retrieved from the patient and another like instrument was available to complete the procedure. There was no harm to the patient or surgical delay due to the reported event. This complaint addresses the intraoperative chipping of the screwdriver only. This report is 1 of 1 for (B)(4)